Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported -no disposable pump- alarm on 4/24/2022 with both cadd legacy pump serial numbers (B)(4) and (B)(4) and cadd cassette lot number 4220003, expiration date 11/24/2026. Cassette was placed at 10:30pm and alarm occurred approximately 1.5 hours later. No patient injury was reported.